Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in tubing separated from adaptor / luer connector. Extension tubing dislodgement from the main component of the nexiva diffusic catheter. During use: clinical specialist radiographer (B)(6) in (B)(6) hospital, castlebar, cannulated a patient in the radiology department with a nexiva diffusics 24g catheter (ref: 383691). The cannulation insertion was deemed successful. The line was clamped and an nfc (non-bd nfc) was added to the end of the lumen. Upon flushing of the cannula with a 10ml sp posiflush (more than 5ml was flushed through the line, the extension tubing became dislodged from the main section of the catheter. No force was used on the extension set, neither by (B)(6) or the patient being cannulated. The insertion was deemed a routine cannulation procedure. The catheter was removed from the patient and the cannulation was restarted with a 22g nexiva diffusics. No issues related to this cannulation and catheter. Patient receive the required scan. Note: andrea and her team have been cannulating with nexiva diffusic for several years and are highly proficient in cannulation procedure and bd nexiva diffusics